Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they entered an emergency room and went through a metal detector, and as soon as the pt went through they got an intense volt down their leg and had severe pain. Pt said their legs and knees buckled and they fell to the floor. Pt said the sensation was so strong and the power surge was unlike anything they ever felt before. Pt said it felt like they were having muscle spasms and a seizure. Pt said they were not able to speak or get off floor. They were taken into a room and the healthcare provider (hcp) was going to preform an EKG, but the pt refused EKG because they did not have their pt programmer with them and could not turn off therapy. Pt said they noticed after this time they did not have good pain control. Pt said it felt like the therapy was slowing down and not providing ef fective relief. Pt said the therapy would shut off in the shower even though the ins was fully charged. Pt would charge the ins to full again, but had more pain than usual and could not sleep because of the pain. Then, pt mentioned their implanted neurostimulator(ins) "just stopped working" before they got a warning por on friday. Pt said they had just charged their implanted neurostimulator(ins) and then they got a warning por on their recharger. Pt said the recharger screen would display the por message and then flip to the normal charging screen. Pt said they did not sleep last night and "felt something electrical." Pt said their therapy "had not been on" since they got the por. During the call, the pt saw an informational por on their recharger and the recharger screen changed to the normal recharging screen with coupling bars. Ins charge was full. Pt then connected their pt programmer to their ins and got a informational por. Pt said the por was the one with the exclamation point and a triangle on friday, but now, the por was with the circle and the backwards "j." During the call, the pt cleared the informational por on their pt programmer and turned their therapy on. Pt said the therapy was providing the best relief it had provided since the incident with the metal detector. The patient was also redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the technician was able to talk them through steps to "reset dcs" within their programmer. Patient continued they had been in pain for two days and was miserable. The issue has been completely resolved. The technician explained to the patient they must have been near something that interfered with the device.